Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the trailing haptic of a preloaded iol was broken when implanted. The lens was removed at that time and the incision was extended. The surgery was completed. Additional information is requested.